Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. Because this product (referenced in this report) was not returned to (B)(4) for evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert states in the following section: adverse events: infection; fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). During the surgery, the surgeon in charge of the patient fixed the osteotomized tibia with a set of internal fixation device (a metal plate and bone screws) and implanted a piece of this product (bone void filler) trimmed to fit to the shape of the bone defect. About 7 weeks after the surgery, it was found in the post-discharge examination that one bone screw for internal fixation was loosened by about 15 mm. The existence of infection was found in the prior examination. Therefore, the set of internal fixation device (a metal plate and bone screws) was not exchanged but extracted with leaving this product in the tibia, and the surgery was finished by wound suture. Comments of the surgeon: at the beginning, this event seemed to be a trouble caused by the set of internal fixation device (a metal plate and bone screws), but this was not the case. It was estimated that an infection occurred due to the patient's post-discharge life style, resulting in a decrease of cancellous bone around the screws and an increase of micromotion imposed to the plate and leading to screw loosening. It is likely to perform wound external fixation after a relief period of about 6 months.